Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 1121308-2021-00039. An adverse event was reported under (B)(6) clinical study ((B)(6)) with the following information: it was reported that a patient participating in this study suffered meningitis. Patient was started on vancomycin or meropenem and was discharged home with supply of ceftazidime. See additional details of the adverse event as follows: (B)(6). Adverse event #2: ae term: meningitis. Date ae reported or observed: on (B)(6) 2021. Adverse event onset or start date: on (B)(6) 2021. Adverse event resolution/end date: on (B)(6) 2021. Other specify: was ae serious?: yes. Ae relationship to device: possibly. Ae relationship to procedure: definitely. Outcome: resolved without sequelae.

Manufacturer narrative:
Duragen suturable dural regeneration temp (durs1391) was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation was performed as follows: device history record (DHR) review - lot number information has been provided; therefore, device history records were reviewed and found no anomalies. Failure analysis - one (1) retain sample unit was visually inspected. Dispenser box was in good condition. No defect was observed on any the trays¿ appearance, sealing area, sponge appearance, and no foreign material was observed inside the package. No anomaly was observed that could be related to the reported condition: sterile barriers, seal area, and product appearance were in good condition. Root cause - a root cause determination is not possible at this moment. Although based on documentation review a root cause cannot be determined, it is unlikely that the sponge was the cause of the infection. Additionally, the IFU addresses possible complications such as infections "possible complications can occur with any neurosurgical procedure and include cerebrospinal fluid leaks, infection, delayed hemorrhage, and adhesion formation."

Event description:
N/a.